Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from this s-ICD and electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from this s-ICD and electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced as a result of the previous reported clinical observations. The root cause of the previous reported noise was not determined. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from this s-ICD and electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from this s-ICD and electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced as a result of the previous reported clinical observations. The root cause of the previous reported noise was not determined. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.